Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited farfield signal oversensing. It was noted that the patient was in atrial fibrillation (af)/atrial flutter. Technical services (ts) reviewed programming options. This crt-p remains in service. No adverse patient effects were reported.